Event description:
It was reported the patient presented for implant procedure. During surgery, it was discovered the insertable cardiac monitor exhibited oversensing. The physician elected to complete the procedure with a different insertable cardiac monitor. The patient was discharged from the hospital after the procedure.

Manufacturer narrative:
Reported event of oversensing was not confirmed. The device battery voltage was above elective replacement indicator (eri) level upon receipt. Analysis of device image indicated device was within normal range of operation. Sensitivity and longevity evaluations were normal with no anomalies found.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The reported event of oversensing was not confirmed. The device battery voltage was above elective replacement indicator (eri) level upon receipt. Analysis of device image indicated device was within normal range of operation. Sensitivity and longevity evaluations were normal with no anomalies found.